Event description:
A patient was readmitted for secondary to anastomotic leak. It was discovered after the fact that a recalled stapler was used during patient's procedure. The manufacturer notification was sent a week after the procedure, and the surgeons were subsequently notified of any cases that might have used that stapler. During the patient's re-admittance, another procedure was performed (exploratory laparotomy, resection of colorectal anastomosis with end colostomy). The patient remains admitted with an unknown discharge plan at the time of this report.